Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a loss of connection was reported. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.